Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 3755967.

Event description:
Related manufacturer reference number: 1627487-2023-05103. It was reported that patient's thoracic ipg was inoperable and had not been charged in several years. Ipg was unable to communicate with external devices. Prior to the thoracic system becoming inoperable, it was only providing rib stimulation. Pain pattern is low back, bilateral legs to knees. Surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored post op.